Event description:
A surgeon reported a pt with an unexpected postoperative outcome following introducer lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional info has been requested by phone, fax and mail on (B)(4) 2012 and (B)(4) 2012. A completed questionnaire has not been received. (B)(4).